Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance. Upon review of session records, high voltage lead impedance was confirmed on the rv lead and noise on the rv coil was also noted. Lead revision was recommended to either program or replace the lead. No further information is available.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead. The lead was implanted on (B)(6) 2008.